Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During procedure, the activated clotting levels was 385s and heparin was administrated. The amulet was implanted in a single deployment. On (B)(6) 2023, the following morning patient had shortness of breath and transthoracic echocardiogram (tte) confirmed a pericardial effusion. A pericardiocentesis was performed. The patient was reported recovered and sent home.

Manufacturer narrative:
An event of shortness of breath and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.